Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The cgm was reading 80 mg/dl but his bg was 29 mg/dl. No symptoms were provided. He called 911 because of the low glucose level and emergency medical services (ems) gave him glucose. He did not go to the hospital due to the pandemic. At the time of the report he was doing well. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.